Event description:
It was reported the patient was at the healthcare provider (hcp) office on (B)(6) 2015 and the hcp had been having issues putting medication in the pump. The patient was told he needed to have the pump replaced along with the catheter [refer to manufacturer's report # 3004209178-2015-04207 for details regarding catheter issue]. The pain pump reportedly ran out of medication on (B)(6) 2015, and the patient went through withdrawals and ¿everything.¿ the patient heard an alarm, but telemetry had not yet been performed, as the patient could not get a hold of the hcp to ¿turn the pump off.¿ they reportedly turned the pump down on (B)(6) 2015 because the patient had a back surgery on (B)(6) 2014 (unrelated to the pump, the patient had to get new screws and rods put in) as they did not want the patient to run out of medication for a missed refill. On (B)(6) 2015, the hcp was going to try again to refill the pump. The patient had been trying to reach the hcp about the alarming, and also about being scheduled with another hcp to have the pump replaced. The hcp office was aware that the pump was alarming. The patient was redirected to the hcp. The pump system was being used to infuse clonidine and dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).